Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported upstream occlusion alarms through the history log, but did not reproduce it. The device was operating out of specification with respect to the reported symptom, due to low ultrasonic sensor readings caused by a failing ultrasonic sensor. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump had upstream occlusion alarms. It was reported that there was no patient injury.